Event description:
Now new information.

Manufacturer narrative:
Further investigation identified that the reported issues were due to pump hoses coming detached from the mattress as well as the staff not setting the patient weight correctly. Based on available information, stryker determined that the pressure injury was not serious in nature.

Event description:
It was reported that there was a general increase in pressure injuries with the isolibrium surface due to the mattress adjusting the patient's positioning/weight differently than the customer had set it to.

Manufacturer narrative:
This MDR was initially submitted for a general issue involving an unspecified number of events. Further information from the customer identified that they were alleging 7 events. This record was updated to be for 1 of the 7 events and an additional 6 mdrs were submitted. Additional information has been requested from the customer regarding the severity of the events, treatment information, and whether or not the device contributed to the events.

Event description:
It was reported that there was a pressure injury due to the mattress adjusting the patient's positioning/weight differently than the customer had set it to.